Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred in the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # 352650 (and subsequent ticket # 359662). Hoya due diligence is documented under internal (B)(4). The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: d9 - added date returned. G1 - added contact info. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was inconsistent to reported information because the iol was still partially inside the nozzle. In addition, a broken optic was observed, which we assume occurred during return transport when the iol was left inside the nozzleas folded for a long time. No abnormalities were found in production and inspection records of the product. (Serial no.: 8cv90h21; model: prevue c). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
It was reported that the lens advanced too soon, injector touched the eye. The lens came out before entering the eye product was replaced with another lens immediately during surgery; patient impact: no clinical signs, symptoms or conditions.

Manufacturer narrative:
This initial emdr is being submitted to FDA as a reportable event that occurred in the USA. Injector malfunction is indicated as a potential malfunction related to the injector system, as covered under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
It was reported that the lens advanced too soon, injector touched the eye. The lens came out before entering the eye product was replaced with another lens immediately during surgery; patient impact: no clinical signs, symptoms or conditions